Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(6) 2013. "I followed up with rt manager regarding the reported incident. She claims the ventilator alarmed visually and audibly but does not recall the alarms. She also states they do not have the lot numbers of the cap diaphragms."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. The following information concerning the eval of the device by the user facility is a summary of the information documented in the event report and information documented by a carefusion tech support specialist in response to phone conversations with the user facility rep(s). The user facility rep evaluated the device and determined that the root cause of the reported event was caused by faulty cap diaphragms. Per event report, the user facility rep replaced the cap diaphragms and subsequently the device operated as intended. Carefusion has requested the lot numbers and the return of the alleged faulty cap diaphragms for eval; however, the user facility was not able to provide lot numbers nor have they returned any of the alleged faulty cap diaphragms. This file will be closed. Should additional information become available, a follow-up medwatch report will be submitted.